Event description:
It was reported that the patient presented for a follow-up visit at the clinic. It was noted that the right atrial (ra) lead exhibited low pacing impedance and failure to capture. The ra lead was explanted and replaced. The patient was stable.